Manufacturer narrative:
The lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon used intralase laser to create a pocket in patient¿s right cornea to insert an inlay device and later on top of that did a flap procedure that resulted in a vertical gas breakthrough (vgb) in the inferior temporal area. This resulted in a incomplete flap. At that point surgeon re-attempted the flap procedure and a suction loss while laser firing occurred. The procedure was aborted, flap was not lifted and excimer laser treatment was not done. Flap settings (meaning diameter and flap thickness) used: 110 flap thickness / 8.5 flap diameter. Uncorrected visual acuity day 1: 20/25 this report is for the event of suction loss while laser was firing. A separate report is being submitted for the event of vertical gas breakthrough that resulted in a incomplete flap.